Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008 investigating the event. The fse turned on pipettor #1. Also, the fse primed the instrument and checked for leaks and none was found. The fse ran sample carryover, high sensitivity foam/no foam, and 50 replicate of accutni quality control (qc) level one precision testing. All tests passed and met set specifications. The fse verified repairs per established procedures and results met published performance specifications. Although the fse addressed hardware issues, a definitive root cause could not be determined for this event. This is four of four separate MDR reports related to four patient events associated with a single malfunction report. Reference MDR numbers: MDR 2122870-2011-03120, MDR 2122870-2011-03121, MDR 2122870-2011-03122, MDR 2122870-2011-03123 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system. The customer re-ran the samples on a different instrument and the results were within normal reference range. The initial erroneously elevated results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of any adverse event or indication of any medical intervention to prevent serious injury.